Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a percutaneous transluminal angioplasty (pta) procedure, guide wire damaged occurred. During preparation, the physician noted that the guide wire contained peeling coating and had coating missing. There was no pt contact with the device. Another of the same guide wire was used to complete the procedure.